Event description:
It was reported that patient had become ill and presented to the hospital. It was noted the patient had received some shocks. The device was found to have undersensed atrial events from an svt which initiated vt therapy. Hv therapy was delivered after the heart was driven into vf. The patient expired the following day, however, the physician indicated the device did not contribute to patient death. Review of session records revealed that the device functioned according to programmed settings.